Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-00996, 2134265-2012-01100. It was reported that during a percutaneous coronary intervention, stent malapposition was observed. The 97% stenosed, 3.0x50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non bsc balloon catheter was advanced, but was not able to cross the lesion. Rotational atherectomy was performed utilizing rotablator. The non bsc balloon was advanced, but again would not cross the lesion. Calcium was "removed using wire cutting technique" and a non bsc balloon was used for pre-dilation. Two promus element coronary drug-eluting stents, a 2.5x38mm and a 3.0x16mm, were then implanted overlapping in the lesion. Post ivus was performed revealing malapposition of both stents. A 2.5x8.0mm quantum maverick balloon catheter was advanced and during the third inflation up to 18atms, the balloon ruptured. The procedure was completed with another of the same quantum maverick with both stents well positioned and well apposed at procedure end. There were no additional patient complications reported and the patient's status is stable.